Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his son had high blood glucose level of 400 mg/dl. The customer also reported no delivery alarm. Customer states the insulin exited. The product was not returned for analysis.